Event description:
It was reported that the patient was experiencing inadequate stimulation and pain which described as numbness, aching and shaking. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 13714856. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 13714856. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)# (B)(4).